Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction the initial with information inadvertently left out (d8). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since there was evidence of fluid invasion, it is likely the phenomenon occurred due to fluid invasion in the scope connector. The image was back to normal after drying the device. However, the root cause could not be specified. The event can be detected and prevented by following the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned for evaluation. Inspection findings were: there was no leakage. The image was normal. The leakage check label was discolored slightly. The device was dried, and then the device was kept running for a half day, the noisy image was not confirmed by engineer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that at preparation before use for a diagnostic endoscopy using this evis lucera elite gastrointestinal videoscope, the image was found to be unclear. The customer finished the procedure with another device. The procedure was not delayed more than fifteen (15) minutes. There were no reports of patient or user harm associated with this event.